Event description:
It was reported that patient underwent primary hip procedure on (B)(6), 2010. Revision surgery was performed on (B)(6), 2012 due to infection. No further information was received.

Manufacturer narrative:
Although device was returned, no evaluation will be conducted as the complaint issue was infection and not related to the dimensions or condition of the device. Sterility records showed no deviations or abnormalities. No conclusion can be made in determining the cause for the infection and subsequent revision surgery.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Product evaluation has been started, but not complete. Upon completion of evaluation, a follow-up report will be sent to the FDA.the revised taperloc stem for the same event was reported by warsaw orthopedics under report number: 1825034-2012-00894.